Event description:
It was reported that the user experienced occlusion alerts and described subsequent variable glucose control, including a prolonged low after the pump delivered what the user perceived as a large insulin dose, followed by hyperglycemia; review of reports showed frequent and extended pump pauses, including an overnight pause exceeding eight hours, with later downward glucose trends after breakfast and no current tubing issues. Symptoms included hypoglycemia, with a reported glucose nadir of 53 mg/dl and no symptoms reported for hyperglycemia. Outcomes included self-treatment with oral glucose and transfer to a clinician for further management and education. Investigation included troubleshooting and education, review of pump usage reports, confirmation of occlusion resolution, and assignment for additional training. Investigation of this case revealed that extended and frequent pump pauses interfered with adaptive dosing and contributed to glycemic variability, and that the occlusion issue was resolved without ongoing device alarms or hardware concerns. It was concluded, based on previously established findings for similar reports, that user-related use pattern and training needs were the most probable causes.